Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had unexpected restart. The customer¿s blood glucose was 120mg/dl at the time of the incident. Troubleshoot was performed for unexpected start but did not resolve even after changing battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed motor error during rewind test due to corroded motor home switch. The insulin pump was received with intermittent button response due to corroded keypad traces. We were unable to perform the unexpected restart error test and verify unexpected restart alarm due to motor error alarm. Also, the device was received moisture damage on the electronics, battery tube and vibrator during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.